Manufacturer narrative:
Investigation summary: one used infusion tubing set was received and tested by our quality team with the customer's complaint of flow issues/ fluid blockage. The set was primed and infused with saline and though there was an initial blockage, the set regained function and performed as normal with no issues after blockage was cleared. The complaint has been verified but the root cause of the issue is unknown due to the set regaining function. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was occluded the following information was received by the initial reporter with the following verbatim. Verbatim: 2 patients running tpn. Approx 12 hours into tpn lines running amino acids ringing occluded. Patient's cvls verified to flush well and note the issues. Tpn for patient 1 discontinued 1 hour early. Second patient amino acid line reprimed and now running without issue.

Manufacturer narrative:
Investigation summary: one used infusion tubing set was received and tested by our quality team with the customer's complaint of flow issues/ fluid blockage. The set was primed and infused with saline and though there was an initial blockage, the set regained function and performed as normal with no issues after blockage was cleared. The complaint has been verified but the root cause of the issue is unknown due to the set regaining function. A device history record review could not be performed because a lot number was not provided by the customer. Material number updated